Event description:
Event description boston scientific received information that this defibrillation lead was explanted with allegation of rising thresholds and loss of capture in the right ventricle. In addition, the cardiac resynchronization therapy-defibrillator (crt-d) was electively replaced.